Event description:
A nurse administrator reported that during intraocular lens (iol) implantation procedure, a lens mark was noticed. The surgery was completed using back-up lens. There are 2 medical device reports with this complaint. This is 1 of 2. Additional information was requested, but no further information is available.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned positioned incorrectly posterior side up in a lens case. Solution was dried on the lens. The lens was cleaned with klrp for further evaluation. The optic has a small deep scrape mark on the posterior side of the optic near the center of the lens. Associated products were not provided. It is unknown if qualified products were used. The reported optic damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company's release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. Company foldable intraocular lenses (iols) are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).